Event description:
It was reported that this pacemaker system exhibited right atrial (ra) lead intermittent atrial undersensing and ra loss of capture. Technical services (ts) was consulted, recommended in clinic evaluation. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
His product investigation is still in progress. This report will be updated when product investigation is complete.